Event description:
It was reported that the female connector of the minicap extended life pd transfer set leaked. This was observed during use of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿iodine exuded slowly¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Functional testing including leak testing, clear passage testing and clamp function testing were performed and a leak from the damaged tubing was identified. The reported condition was verified. The cause of the event was determined to be damaged threads on the female connector during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.